Event description:
It was reported that a patient using the ilet experienced a post-breakfast blood glucose rise to 275 mg/dl after consuming coca-cola to address a perceived drop that did not go below 70 mg/dl and without symptoms, followed by a decline and stabilization in the 140s; the event was categorized as treatment-related with patient overtreatment of hypoglycemia and included troubleshooting and education. Symptoms included hyperglycemia. Outcomes included no reported impact on daily activities and no medical intervention or hospitalization. Investigation included review of user-reported history and device-use troubleshooting and education. Investigation of this case revealed user-related overtreatment of perceived hypoglycemia leading to transient hyperglycemia, with no device malfunction identified. It was concluded that the event was related to user management decisions and not to a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.